Manufacturer narrative:
Upon inspection, the hill-rom technician found the slingbar came apart from the flex link likely due to lack of maintenance. The cause is unknown at this time. Hill-rom has requested the account to return the slingbar for further investigation. No further information is available on the repair of the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating while using the lift to move a patient, the sling bar assembly set top came apart . The lift was located in the patient area at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Hill-rom requested the sling bar from the account for further analysis, but the account did not return the sling bar to hill-rom. Based on hill-rom's analysis of prior similar incidents, the most probable root cause identified is adhesive wear between article 901435261 and article 901435271, both made of stainless steel ss2346. The adhesive wear has likely over time reduced the material thickness of article 901435261 to the extent where even a very small load has led to a ductile failure. The adhesive wear occurs when the parts are rubbed against each other, for example if the sling bar is frequently swinging back and forth with load. A normal and intended use of the product will not cause the parts to be rubbed against each other in this manner, and will not lead to this kind of wear. The instruction guide for the universal sling bar 7en160185 states: for safe and trouble-free operation, a few routine procedures should be performed every day, before the sling bar is in use: check the screw and locking nut that attaches the sling bar. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The technician replaced the flex link of the sling bar to resolve the issue. Based on this information, no further action is required.

Event description:
No new information from initial report.